Event description:
It was reported that during advancement to the treatment site in the sfa a vascular stent system became stuck on the guide wire. Reportedly, the stent partially deployed approximately 2 mm after several attempts to remove the stent system from the guide wire. The stent system was retrieved from the guide wire and a new vascular stent was deployed successfully. There is no reported patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.